Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the primary location of the infection was the lead track. It was noted that the infection was diagnosed on (B)(6) 2013. It was noted that the patient had several symptoms of infection, which included fever, redness, swelling and drainage. The reporter stated that the patient did not have meningitis. It was noted that perioperative antibiotics were administered. It was further noted that the patient was treated with IV antibiotics. It was noted that it was unknown if the patient had any risk factors prior to implantation of the device. It was further noted that the patient outcome was unknown.

Event description:
It was reported that a patient was in a lot of pain and the device was turning on and off. A week later, it was reported that the device was infected. The patient's doctor washed out the system in the operating room and hoped to save it. Four days later, it was reported that culture results showed the infection. The reporter stated that the location of the infection included the device pocket, the electrode location, and the tunneling track. It was reported that the patient's doctor decided there was too much puss and explanted the entire device system. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: 2013-(B)(6), explanted: 2013-(B)(6), product type lead product ID 37754, serial# (B)(4), product type recharger product ID 37746, serial# (B)(4), product type programmer, (B)(4).